Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the performa nano system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 102 mg/dl and 168 mg/dl (mobile system) and 31 mg/dl (performa nano system) customer was having unspecified hypoglycemic symptoms at the time of the results. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.